Event description:
It was reported that the customer experienced unexplained high blood glucose. The customer's blood glucose was 400 mg/dl. The customer's father stated that an infusion set change did not resolve the issue. The caller stated that the reservoir was also replaced and filled with new insulin. The caller stated that the customer's blood glucose levels did not improve after a complete set change. However, when testing the insulin pump, the caller reported that insulin did exit the tubing. The customer's father was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The unit passed the basic occlusion test and displacement test. However, the device was unable to prime during the prime test due to a faulty force sensor resistor (gold). The insulin pump was unable to perform the excessive no delivery test and occlusion test due to the prime anomaly. No cosmetic damage was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is